Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room with chest pain and low flow alarms due to mean arterial pressures (map) of 50-55. The patient was taken to computerized tomography (CT) scan and went into pulseless electrical activity (pea) cardiac arrest. Cardiopulmonary resuscitation (CPR) was started and intravenous vasopressors were given and after three (3) rounds of CPR, return of spontaneous circulation was achieved. Upon obtaining an electrocardiogram (ECG) the patient cardiac arrested again and ul timately died after about fifty (50) minutes of attempted CPR.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. The reported low flow alarms event was confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flows below normal operating parameters on (B)(6) 2024. Additionally, one (1) low flow alarm and three (3) vad disconnect alarms were logged on (B)(6) 2024. The vad disconnect alarms were an additional finding and can be attributed to a disconnection of the driveline from the controller. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.